Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip with needle there was an issue with foreign matter. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: five needles were returned. The complaint mentioned ¿plastic hanging off the needle where the hub connects to the syringe. It will be hanging near the needle.¿ two 25 x 5/8 needles from batches 7264585 and 7050622 were returned, along with two 18 x 1 needles from batches 6028741 and 8025603, and one 18 x 1 ½ needle attached to a syringe. A visual inspection of the needles did not show any defects therefore failure mode is not confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed. Assembly batch 7024730: a visual inspection was performed on (B)(4) parts with zero defects noted. Cleaning was performed 15 times per procedure. Assembly batch 6363959: a visual inspection was performed on (B)(4) parts with zero defects noted. Cleaning was performed 11 times per procedure. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported with the use of the bd¿ syringe with bd luer-lok¿ tip with needle there was an issue with foreign matter. There was no report of injury or medical intervention.